Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said they saw their healthcare provider (hcp) earlier this week to follow up on the incision healing, and at that time, the patient reported no pain. The morning of the initial report, the patient woke up at 6am experiencing pain and pressure from their heels all the way up to the right incision. When standing or walking around, the patient felt tipsy. When the patient lays down to rest, they felt little zaps from their feet up to their incision site. As a result, the patient called their hcp's office, took it easy, and rested. The patient wanted to make a manufacture representative (rep) aware of the situation so the call center sent the rep a message. With the weekend coming up, the patient wanted this situation taken care of so they wouldn't be moody. Patient called back on (B)(6) 2017 to answer the questions from a patient letter. The circumstances that led to the pain, pressure, feeling tipsy, and zapping was the patient was overworking themselves. Between the group home they were in and their job, they overworked themselves. During normal battery depletion replacement surgery, a staph infection was discovered. After returning to work, the patient was in a lot of pain and said "it was pussy and started pussing out at work." The patient went to the ER on (B)(6) 2017 and they put them on IV antibiotics and pain medication. Surgery happened on (B)(6) 2017 where they explanted everything. The patient was discharged from the ER and sent home with pain meds and cefalexin. The patient followed up with their doctor on (B)(6) 2017 and the patient recovered from the infection. At this point, the patient doesn't see the device/therapy being successful again and they don't know if they want to have another device. The patient adds it is always an option given their success, but they think they trained their bladder to the point where it can function on its own with some medication maybe, but the patient will leave that up to their hcp. They might consider therapy in the future, but not now. No further patient complications have been reported as a result of this event.